Event description:
It was reported the patient had bilateral mandible distraction devices implanted in 2009. They were removed the following month because the resorbable housing unit broke.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.two devices were used on this patient, both were explanted, see report #1032347-2009-00106 also.